Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device experienced rapid battery depletion, with charge dropping from approximately 70% to 39% over about 14 hours despite a functioning charger, and blood glucose values were not affected; the device problem involved premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.